Manufacturer narrative:
Follow-up # 1 date of submission 04/02/2015 - additional information was obtained from the reporter. The reporter indicated that the up arrow and down arrow keypad buttons were over responsive. There was no reported damage to the keypad or evidence of moisture or corrosion in the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.